Manufacturer narrative:
Date sent: 09/14/2007. Eval summary: the analysis results found that one device was returned with no visual non-conformances and with no cartridge present. Before firing the device, it was tested with thicker foam to test under pressure and no anomalies were found. The device was tested for functionality with a test cartridge and it achieved a complete 3-stroke fire without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle and the device opened and closed without any difficulties. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, the device would not open when the gray release button was pushed. Used another like device to complete the case with no patient consequence.